Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the graphic user interface (gui) cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).